Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. Replaced electronic vaporizer assembly to resolve the issue. No report of patient involvement. Legal manufacturer: hcs (B)(4).

Event description:
The hospital reported an error that results in an inability to initiate mechanical ventilation. There was no patient involvement.

Manufacturer narrative:
Additional information was received that the device alarmed and continued to ventilate. A preuse check of the machine, as contained in the user manual, will pick up such a condition. As stated in the sr, the preuse test failed, notifying the user of the reported condition. Unit continues to ventilate and alarms remain functional. Unit alarmed, notifying user of reported condition. There was no reportable malfunction. H3 other text: additional information was received that the device alarmed and continued to ventilate. A preuse check of the machine, as contained in the user manual, will pick up such a condition. As stated in the sr, the preuse test failed, notifying the user of the reported condition. Unit continues to ventilate and alarms remain functional. Unit alarmed, notifying user of reported condition. There was no reportable malfunction.